Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Out of box failure. Incident details surrounding event during c-section procedure, 1st vacuum used would not pressurize into green shaded area on the gauge, therefore would pop-off when traction was applied. 2nd vacuum provided to surgeon also did not raise into green shaded are. Unable to apply adequate traction. A 3rd vacuum was provided to surgeon and the same situation occurred. Additional lateral incision was necessary to deliver baby. Patient stable. 3 vacuum failures during same procedure. Mystic ii,mushroom cup 10057 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Out of box failure. Incident details surrounding event during c-section procedure, 1st vacuum used would not pressurize into green shaded area on the gauge, therefore would pop-off when traction was applied. 2nd vacuum provided to surgeon also did not raise into green shaded are. Unable to apply adequate traction. A 3rd vacuum was provided to surgeon and the same situation occurred. Additional lateral incision was necessary to deliver baby. Patient stable. 3 vacuum failures during same procedure. Mystic ii,mushroom cup 10057 e-complaint- (B)(4).

Event description:
Out of box failure: incident details surrounding event: during c-section procedure, 1st vacuum used would not pressurize into green shaded area on the gauge, therefore would pop-off when traction was applied. 2nd vacuum provided to surgeon also did not raise into green shaded are. Unable to apply adequate traction. A 3rd vacuum was provided to surgeon and the same situation occurred. Additional lateral incision was necessary to deliver baby. Patient stable. 3 vacuum failures during same procedure. 1216677-2021-00315 mystic ii, mushroom cup 10057 e-complaint-(B)(4)

Manufacturer narrative:
Investigation: x-review DHR. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 2/1/07 under wo #(B)(4). Manufacturing record review: DHR 303286 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit on RMA (B)(4) was not received as of 2/10/2022. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an functional evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. *was the complaint confirmed? No. Root cause: a root cause is not determinable. *correction and/or corrective action: no applicable corrective actions as no root cause has been determined. No other units from lot #303286 are in stock for review. A review of the process confirms each unit's gauge is checked. Also, each cup is bent over where the stem meets, verifying no separation occurs. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.